Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a pt expired after being discovered at 6:15 am when monitoring had stopped at 4:56 am. The customer requested info regarding whether or not alarms were provided at central as staff were not aware of any but believed that pt may have pulled his leads off.